Event description:
It was reported that during an angioplasty treatment procedure deflation and removal difficulties occurred. The 70% stenosed lesion was located in the non-calcified fistula in the arm. The physician advanced the ultra-thin diamond balloon catheter and inflated the balloon twice to 14 atms. It was noted that the balloon took 'a few seconds' to deflate and that it was 'not coming down effectively'. The physician attempted to remove the balloon through the 7fr introducer sheath, however, the balloon did not rewrap properly and difficulties were encountered removing the ultra-thin balloon from the patient. The physician removed the balloon, guide wire and introducer sheath as a unit to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)